Manufacturer narrative:
The field service engineer (fse) discovered the fluid leak at the fitting due to a broken pinch valve. The fse replaced the tubing and pinch valves vl41 and vl111 on the differential and aspiration modules and resolved the fluid leak and the differential and hemoglobin vote-out issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, broken pinch valves at vl41 and vl111 are the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported approximately five milliliters of green fluid leaked under the instrument at system shutdown involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.